Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented the operation room with perforation. The right ventricular lead was repositioned to repair the perforation. The patient was stable.